Event description:
It was reported patient enrolled in a clinical study underwent a left total hip revision procedure on (B)(6) 1986. Subsequently, patient underwent a revision procedure on (B)(6) 1990 for unknown reasons. Patient underwent a hardware removal procedure on (B)(6) 1992. It was further reported patient underwent a revision procedure on (B)(6) 2005 for unknown reasons. Subsequently, patient was revised on (B)(6) 2006 due to dislocation. The modular head, acetabular cup and liner were removed and replaced.